Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up/speaker hums) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. Additionally, there was contamination found on the j502 component of the pca board. The root cause for the defective u104 pxa processor could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.